Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: flange detector switch failure pca8120. Case notes: (B)(4). Sn (B)(4) npi (B)(6) replaced a new front case on her pca8120. After front case replacement. Flange detector switch did not detect a large size syringe (50 or 60cc syringe). She thought it could the molding issue on the plastic of the front case. She said she can see a gap with a larger syringe is attached. I told her that is possible. May be the machinery molding issue just happen to that particular case. But we are not aware of any issue with syringe/pca front (no reported issue). I told her it could the flange detector switch it self causing the problem. But she will try a new front case first. If she can confirm it is a defective front case, she will call back to make an arrangement for return of a defective new part.